Event description:
Had first dose of supartz knee injection normal blood pressure, after second dose blood pressure elevated to 140/80 from normal. Received 3rd injection yesterday with blood pressure now at 153/93. I have always run normal in blood pressure.